Event description:
Customer reported that the display on the insulin pump went blank. Customer stated that she woke up at night with a low battery alarm, she had to change the battery on the insulin pump and tried 5 different batteries but it would not power back on. She had to treat with manual injections. Customer mentioned having a cold which could have contributed to her glucose spiking. Blood glucose value was 226 mg/dl. Customer stated that the device has a crack where the battery cap screws on. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates. No blank display or display anomaly was noted during testing. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners; cracked reservoir tube lip cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.